Event description:
The pt called lfs alleging that their one touch basic original meter would not power on. Senior medical affairs specialist mailed a letter since the pt could not be reached for further questioning. The pt neither alleged harm nor experienced injury. They did report contacting emergency services; however, no other clinical info was provided. The customer service rep confirmed that the battery contacts were in good condition, the battery was replaced less than 1 year ago, and the battery was installed correctly. The meter did not power on by pressing the power button. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.